Manufacturer narrative:
The safety side rails are an integral part of the enterprise 9000x bed frame. This bed has four side rails, two on each side of the bed. During a device inspection, arjo technician confirmed safety side rail failure and found that one of the upper arms broke and lower arm detached from the bed's frame. The circumstances in which the safety rail was damaged are unknown. The faulty part was replaced, the device was tested and confirmed as operated correctly. To conclude, the safety side rail detached partially from the bed¿s frame and from that perspective, the enterprise 9000x bed did not meet its manufacturer specification. There was no patient involved. The complaint was decided to be reportable due to the safety side rail malfunction (one of the upper arms broke and lower arm detached from the bed's frame).

Event description:
Arjo received a call from a customer stating that they found a bed in the operating theater with the left head-end safety side rail broken. There was no patient involved, and no injury was reported.